Event description:
It was reported that the relion® insulin syringe plunger was loose and separated with the cap removal. The following information was provided by the initial reporter: "consumer reported when removed plunger cap the plunger rod comes out with cap removal"

Manufacturer narrative:
H6 investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0083517 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the relion¿ insulin syringe plunger was loose and separated with the cap removal. The following information was provided by the initial reporter: "consumer reported when removed plunger cap the plunger rod comes out with cap removal."